Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, the patient underwent surgery due to isthmus. Intra-op, it was found the device was slipped and he had to replace a new one to complete the surgery successfully. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.